Manufacturer narrative:
No device and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical record review: the patient had a vena cava filter deployed successfully for protection of dvt and pe in (B)(6) 2005. Patient has a history of dvt and pe; patient was not compliant on anticoagulation. The filter was deployed successfully inferior to the renal takeoffs. Patient presents with a history of hypertension, obesity, a smoker for 42 years, hyperlipidemia, diabetes, family history of heart disease, and history of cocaine abuse. Approximately eight years post filter deployment; patient complaint of shortness of breath and chest pain during exercise or exertion. A cardiac cath procedure was performed that demonstrated an approximate 25 mm length radiopaque thin linear structure, consistent with a fragment of a small diameter guide wire. The foreign body was identified to be moving with the cardiac motion and reportedly was fixed to the heart wall and did not migrate or change position. A vena cava gram was performed that demonstrated the filter remained in inferior to the renal takeoffs; however, two or three filter limbs were identified to be detached. The location of the detached filters limbs were not identified in the medical records provided. No attempt was made to capture retrieve the filter or detached limbs. No further information was provided in the medical records that indicate an attempt to retrieve the filter or detached limbs was made. No images were provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that approximately eight years post vena cava filter deployment, patient complaint of chest pain and shortness of breath. Guided fluoroscopy demonstrated a linear metallic foreign body located in the heart. Guided fluoroscopy demonstrated the vena cava filter in good position; however, two or three filter limbs were detached. The location of the detached filter limbs was not provided. Patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review:a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection:as the device was not returned, an inspection could not be performed. Functional/performance evaluation:as the device was not returned, an evaluation could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion: the device was not returned. The medical records allege a 25mm length radiopaque thin linear structure fixed to the heart wall. It is also alleged that a vena cava gram was performed and two or three limbs were noted to be detached. There was no mention of an attempt to retrieve the filter or detached limbs. Based on the medical records, the investigation is confirmed for limb detachment. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.